Event description:
The customer contacted stryker to report that their device would not recognize the defibrillation paddles when connected to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported. Another cable was utilized at the time of the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker determined the device could not be repaired and should be removed from service due to it's age. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.